Event description:
It was reported that the patient never received therapeutic effect since implant and it was noted that there was an open circuit. After an impedance check was done, no open circuits were found. Additional information received reported that an MRI was performed. The existing leads were removed and the patient was re-implanted with new leads. The patient was doing well.

Manufacturer narrative:
Product ID 37642 serial# (B)(4) product type programmer, patient product ID 37085-40 serial# (B)(4) implanted: 2010-(B)(6) explanted: product type extension product ID 37085-40 serial# (B)(4) implanted: 2010-(B)(6) explanted: product type extension product ID 3387s-40 lot# v230077 implanted: 2009-(B)(6) explanted: product type lead product ID 3387s-40 lot# v230077 implanted: 2009-(B)(6) explanted: product type lead. (B)(4).